Event description:
It was reported that pump showed malfunction alarm with resettable malfunction code, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and malfunction did not recur after reset, so customer continued to use pump with instructions to call back if any further malfunction alarms occurred.